Event description:
It was reported that this lead was repositioned due to dislodgement, confirmed by x-ray. Lead was exhibiting loss of capture (loc) and muscle stimulation. After the reposition, the lead started showing high impedance measurements and high capture thresholds, it appeared the lead had dislodged again. However, the decision was made not to make any more adjustments and continue monitoring. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was repositioned due to dislodgement. Lead remains in service. No additional adverse patient effects were reported.